Manufacturer narrative:
Product event summary: the device was returned and analyzed. During analysis the hybrid was damaged. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. The patient is deceased and expired approximately nine months post device implant. Additional information was received and indicated the death was unrelated to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.